Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one onyx frontier coronary drug eluting stent when stent dislodgement occurred during removal following a failed delivery. The device was inspected with no issues. The lesion being treated was a non-tortuous, moderately calcified lesion located in the proximal circumflex (cx) artery. The device was unable to cross, and both distal and proximal stent struts got dislodged during attempted removal. The procedure was attempted via the radial route, but due to the stent dislodgement, the procedure was completed via the femoral route and the stent was deployed. Resistance was encountered when advancing the device. There were no patient complications reported as a result of this event.